Event description:
It was reported that the console temperature went beyond the prescribed temperature and caused discomfort to the patient. It was also indicated that some patients needed a catheter to be inserted after treatment due to urinary retention. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The console in question was returned for evaluation. Analysis results indicate the console performed within specification.